Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu assembly, ps4 power supply, backplane and the ups (uninterruptable power supply) were evaluated and replaced. The system was tested and found to be working as intended and returned to service. Was evaluated and replaced.

Event description:
The customer reported that the system intermittently failed to boot, displayed an error and exhibited intermittent system functionality. No patient serious injury or death was reported related to this event.